Event description:
Initial placement of the femur guide seemed ok. Cuts performed. Slightly varus and externally rotated, a thin cut, but seemed adequate. After removal, cut seemed to be excessive on the posterior medial side resulting in medial laxity. The cuts just did not seem balanced. Distal femur pin holes seemed to be placed posteriorly more than usual. Tibial cuts were done without incident. Md is aware of changes in guides recently produced. Since he is not delighted with the result in this case, he wants to know how the "differences" would have affected the surgery he performed.

Manufacturer narrative:
Method: production records, photos. Results: segmentation good, pre-operative planning shots are appropriate, implant sizing and orientation correct. Conclusion: indicates unauthorized implementation of file transfer macro. Change implemented without full validation of effect of change. Failure to follow established protocol.